Event description:
It was reported the patient had spine hardware removed and the surgeon removed the implantable neurostimulator (ins) to perform the procedure. The surgeon then replaced the ins in the pocket. Since the procedure, the patient had not been able to get more than 1 coupling box, and had a communication/telemetry issue. It was believed the ins was upside down. No x-rays were taken, and a pocket revision was planned. It was reported they attempted to recharge and antenna located for troubleshooting. Additional information received reported the surgery to remove the spinal hardware happened in (B)(6) 2013, but the exact date was not reported. The patient was not receiving effective therapy. It was reported the revision had not been scheduled.

Event description:
Additional information received reported the system was planned for explant on (B)(6)-2014. There were no alleged product issues and no patient symptoms reported.

Event description:
Additional information received reported that the "spinal surgery" referenced in the previously reported information was not referencing the system explant that took place on (B)(6) 2013, the patient had other spinal hardware removed that was not referencing the scs. It was reported the patient was doing fine at the time of report and had recovered from the explant without sequela. It was noted that the explanted devices were sent back to the manufacturer the day prior.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the cause of the event was possible infection and neurostimulator flipping. It was noted there was neurostimulator inversion(flipping). It was logged that explant of the ins and lead was performed, and the leads and fluid was sent for a culture on (B)(6) 2014, and the results were pending. It was reported the signs and symptoms were increased white blood cell count, low grade fever, and fluid collection around the generator. It was reported the patient did not require hospitalization due to the event and the patient outcome was a non-serious injury/illness.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that upon explantation of the complete system, the physician informed the manufacturer representative that he was taking cultures of both the lead and pocket sites due to the patient having an unexplained elevation of his white count since his spinal surgery.

Event description:
Additional information received reported that the patient had a successful spinal cord stimulator (scs) implanted on (B)(6) 2014. The patient was doing well and recovered from the surgery without sequela.

Manufacturer narrative:
Analysis of the neurostimulator (B)(4) found the neurostimulator battery had a reduced capacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was an infection with the spinal cord stimulator (scs) implant, but was feared to be with spinal hardware.